Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. From the "beginning," the patient did not pick up the lower units. The cause of the pump not picking up the lower few units and going dry was not mentioned. It was noted that the alarm went off. The circumstances that led to the pump not picking up the lower few units was noted to be "no change." The replacement of the device resolved the product problem. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue with the first pump not picking up the lower few units was first noticed (B)(6) 2017. The alarm went off at 2 am; the patient heard the pump beeping. The patient went into withdrawals, and had to go to the hospital by ambulance. Replacement of the device did not resolve the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown concentration and dosage. It was a "lighter dose and concentration." The reason for use was non-malignant pain. It was reported that in the past the patient has "had other problems". The patient stated right after he got his first pump, "it wouldn't pick up the lower few units and I would go dry.¿ the patient mentioned "they had to pull it out" but did not clarify total or partial system explant. It was unknown when this issue occurred. There were no symptoms reported. There were no further complications reported/anticipated.